Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thick anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at lateral anterior and posterior leaflet 2(a2p2). Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Second mitraclip was implanted to further reduce the mr. . A third mitraclip was deployed to stabilize the slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.